Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nearly choked [choking sensation]; round brush off the top came off in mouth, broken- oral-b dual clean [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that while brushing his/her teeth on (B)(6) 2018, the round brush off the top of the oral-b power oral care refill dual action came off in his/her mouth, and he/she almost choked. The consumer reported this was the fourth brush head from a pack of 4, it was put on last week, and there had been no issue with the 3 previous brush heads. The case outcome was recovered. The consumer reported he/she had used the dual clean toothbrush for years and had never had this happen. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b vitality dual clean electric toothbrush. No further information was provided. On (B)(6) 2018 follow-up via e-mail: the consumer reported there was no damage to the brush heads or packaging. He/she had used dual clean brush heads for years. No further information was provided. On (B)(6) 2018 follow-up via e-mail: the consumer reported he/she only had the broken brush head, and the one previously used had been discarded. No further information was provided.